Event description:
A (B)(6) male pt died of leg compartment syndrome and renal insufficiency on (B)(6) 2015 (one day post-procedure). The pt was being treated for a 6.1 cm aortic aneurysm. The proximal neck had an inverted funnel shape with partial plaque/thrombus. The left iliac artery had severe tortuosity, mild occlusive disease, and moderate calcification. The right iliac artery had mild tortuosity, mild occlusive disease, and mild calcification. The pt rec'd a main body device (zfen-p-2-30-109-r), a left iliac leg (zsle-24-56-zt), and a right iliac leg (zsle-11-90-zt). Icast stents 6-22 and 7-22 were used at the renal fenestrations, and these were deployed 1/3 in and 2/3 out of the aorta. A mounding balloon was flared initially and ballooned the aorta prior to deployment of the icast stents. There was no difficulty deploying any of the devices. Following deployment of the devices, an iliac stent (covered) was placed in the left iliac native vessel. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, or thrombus. A type iii endoleak was noted between the renal fenestration and the icast stent. The pt was not known to have any renal insufficiency prior to the procedure. The doctor did not think a cook prod contributed to the leg compartment syndrome.

Manufacturer narrative:
(B)(4). Unk as investigation is still in progress.